Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion and prime/delivery test. Unit was received with stuck in motor error alarm loop during bolus/basal delivery and e70 error alarm confirmed in alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform a21 test due to motor error alarm. No time/date or settings had been wiped out noted during testing. No unexpected rewind noted during testing. Unit had minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer reported that when motor error alarm was received, settings were wiped out and insulin pump kept rewinding. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed one motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.